Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient is experiencing random, variable stimulation in the legs and at the ipg site. On (B)(6) 2010, it was reported that the patient had x-rays taken on (B)(6) 2010, which showed a lead was disconnected from the channels in the ipg. It was also reported that the patient also has serious discomfort at the anchor site, and back pain when amplitude is increased. A surgical revision of the system or repositioning of the lead will take place at a later date.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.